Event description:
The dealer states that the device was just stopping. The dealer states that the batteries were replaced and the problem still persisted.

Manufacturer narrative:
Follow up to be sent if additional information is received.